Manufacturer narrative:
Manufactures investigation conclusion. The patient remains ongoing on heartmate ii left ventricular assist system (lvas). A correlation between the heartmate ii lvas and the reported elevated ldh elevated pump powers, and suspected thrombus could not be conclusively established through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account submitted log files for review. Analysis of the submitted log files revealed transient power elevations up to 13.6 watts were recorded throughout the log file on (B)(6) 2021 through (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 31jul2017. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis and hemolysis as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Additional information reported that the patient passed away on (B)(6) 2021 from an unknown cause.

Event description:
It was reported that the pump thrombus resolved following treatment with heparin. The patient was not a candidate for pump exchange as they had a previous pump exchange in 2018, was morbidly obese, and had a long history of non-compliance. The patient developed a subdural hematoma with neurological devastation. Comfort care was initiated and the patient passed away on (B)(6) 2021. The device operated as expected.

Manufacturer narrative:
Previous pump exchange in 2018 was reported under MFR #: 2916596-2018-05588. Manufacturer's investigation conclusion: the reported event of pump thrombus could not be confirmed based on the provided information; however, review of the submitted log files confirmed elevations in pump power and flow. Furthermore, a direct correlation between the device and the reported events of elevated lactate dehydrogenase (ldh) and subdural hematoma could not be conclusively determined through this evaluation. The submitted log files contained events from 22may2021 through 18jun2021. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The account indicated that heartmate ii lvas, serial number (B)(6), will not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU, "introduction", lists device thrombosis, hemolysis, stroke, bleeding, and death as adverse events that may be associated with use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index (pi). The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, "patient care and management", outlines the recommended anticoagulation therapy and international normalized ratio (inr) range, well as suggested anticoagulation modifications. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient log file was submitted for review. Log file submitted revealed 2 power spikes above 10 watts on (B)(6) 2021, occurring during pulsatility index (pi) events. Log files noted a few unsustained power/flow elevations on (B)(6) 2021. On (B)(6) 2021, at 2:48 pm, multiple elevations in power and flow as mentioned (many associated with pi events); the highest recorded power 13.6w with a flow 12.0lpm. Information received on 02jun2021, reported that the patient presented with elevated lactate dehydrogenase (ldh) with highest 2,447 u/l, elevated plasma free hemoglobin (hgb) with highest 66.1 g/dl. Heparin drip started and echocardiogram completed. Additional log files noted multiple power/flow elevations between (B)(6) 2021. Going back to (B)(6) 2021, log file captured some intermittent elevated powers greater than 10watts. Log file submitted noted a few unsustained power/flow elevations on (B)(6) 2021. Pump thrombus was the reported cause of the event. A CT and echocardiogram were performed. The patient remained in the hospital on heparin drips. The patient was reported to possibly undergo a pump exchange. No additional information provided.